Event description:
It was reported the patient had an anterior stimulator pocket that was infected and red. Culture of the stimulator pocket grew many (B)(4). The entire system was explanted and the wound was irrigated with 3 three liters of antibiotic containing solution using the pulse irrigator and subsequently irrigated with hydrogen peroxide 3%. One gram powdered vancomycin was placed in the anterior incision. Levaquin was also administered. The event etiology was in the stimulator pocket and was related to the implant procedure and unlikely related to the device or therapy. The infection resulted in in-patient or prolonged hospitalization and necessitated medical or surgical intervention. Event was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).